Event description:
Pt had a right heart cath performed when removing the micropuncture wire there was some resistance. Wire appeared intact. The pt had a CT scan the following day which showed was a 0.9 cm metallic fragment in the rv.